Event description:
It was reported that the right ventricular (rv) lead was not in a good position and didn¿t provide adequate shocks during a ventricular fibrillation (vf) event. It was undetermined if this was due to a patient-related issue or a micro dislodgement. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement and not providing adequate shocks during ventricular fibrillation (vf) event was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued at the connector region, consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The helix extension length was measured within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.